Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -17.50/1.0/167 (sphere/cylinder/axis) was implanted into the patient's right eye (od). High vault and angle closures are observed.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).